Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4) found nonconformances consistent with the customer's allegations. All fdm, fdr, and fdc codes are for the recharger (B)(4).

Event description:
During the first call, the patient stated that her husband tried to force the desktop charger into the recharger, and finally got it in but it would not charge. It was suspected that this damaged the recharger jack. The patient called back complaining she missed delivery of the replacement recharger. The patient said she is losing stim over the weekend and was in pain. Patient declined meeting with a rep to see if they could help before the charger arrived on monday. The patient stated she wanted the ins removed.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations and postlaminectomy pain. It was reported there was a broken connector pin and the patient was unable to power on their recharger. The patient experienced pain because they couldn't charge their recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.